Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, scope nozzle loose, bending section rubber adhesive cracked, connecting tube wrinkled, insertion guide protector cut, control unit dirty, grip dented/dirty, suction cylinder shaved, switch 1 cut, up/down knob dirty, right/left knob dirty, scope connector covers dented, universal cord scratch, universal cord wrinkle, universal cord buckled, universal cord dirty, bending angle in up/down/left/right direction did not meet the standard value due to wear of angle wire, monitor showed black screen with no image due electrical connector, water removal ability did not meet the standard value, due to missing nozzle, electrical connector corrosion due to water leakage, distal end dented, light guide lens chipped. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera ii duodenovideoscope exhibited image issue, low angulation, and water in the scope connector. The event occurred during preparation for use, prior to an unknown procedure. Upon inspection and testing of the customer returned device, foreign material was found in the scope forceps elevator. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to insufficient or inadequate reprocessing. However, the root cause of the reported event is unable to be determined. The event can be prevented by following the instructions for use (IFU) which state: if the cleaning, disinfection, and sterilization of the endoscope is insufficient in the IFU (reprocessing manual), it states that there is a risk of infection to the patient and the operator who performs the following procedure using the endoscope. All channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope. Olympus will continue to monitor field performance for this device.